Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was used post coronary intervention procedure. The access was in the right groin, 6f sheath. When using the angio-seal, the device deployed properly. Hemostasis was achieved. While using the tamper tube, the tube seemed to become lodged into the knot of the device. The tamper tube was unable to be removed without much unwanted force on the artery. A new angio-seal device was opened. The hub portion of the device was cut off. The sheath tube was inserted over the tamper tube to secure the angio-seal device while pulling harder on the tube and it was a success. Hemostasis was achieved after removing the tamper tube. There was no unnecessary blood loss or discomfort for the patient. The patient is in stable condition. The procedure outcome was successful. Additional information was received on january 4, 2019. There was no blood loss. A pre deployment angiogram was performed, it was a favorable access for closure. Difficulties were in the removal of the tamper tube.